Event description:
It was reported that after the iab was inserted, the pump alarmed showing inflation and deflation faults. The balloon pressure wave form was abnormal, and blood was noted in the tubing. The iab was difficult to remove due to resistance, but eventually it was successfully removed and replaced. There were no patient complications.